Manufacturer narrative:
The insulin pump was received with dog chew marks on case near keypad overlay area and missing reservoir tube retainer.

Event description:
The customer reported via phone call that the insulin pump had chew marks all over. The customer's blood glucose was 226 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.